Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 correction: e1: initial reporter first name. H4: the lot was manufactured between february 5-6, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed leak was coming from the welded area of the flow restrictor housing. The reported condition was verified. The cause of the issue could not be determined; however, may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the distal luer lock with flow restrictor. The leak was observed while the device was enclosed in the overpouch prior to patient use. The elastomer was not administered to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.